Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with a button on the front panel of the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the issue with the button on the front panel. The customer was not able to provide the rse with details on which button was not responding. The customer requested onsite service and accepted the quote provided for a replacement part and onsite labor. A field service engineer (fse) went to the customer site and replaced the front bezel without navigation ring. The fse then completed a performance verification test (pvt), which the device passed. The fse confirmed the device met the manufactures specifications and returned it to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.